Manufacturer narrative:
It was claimed that the compressor went into standby. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue was resolved by replacing standby valve. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. The defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient harm reported. Manufacturer's ref #: (B)(4).